Manufacturer narrative:
The company representative examined the system, confirmed the customer reported event, and replaced the air/fluid controller printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met all product specifications. The replaced air/fluid controller pcb has been received for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A circulator reported during a vitrectomy procedure, the system's screen turned yellow and the functions were disabled. The system was rebooted and the case proceeded. Additional information was received from a technician reporting at the end of the case, the unit would not function and the doctor had to manually retrieve the fluid/gas to complete the procedure. Subsequently, one case was canceled. There was no harm to the patient.